Event description:
Customer reports to have received excessive no delivery alarms even after changing site and reservoir. Customer also reports of not being able to exit the "preparing to prime" loop. During troubleshooting, customer stated that insulin continued to drip and squirt out even after letting go of the act button during priming. Customer was able to resolve issue by pushing against the piston with a q-tip. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.